Manufacturer narrative:
Batch review performed on 22 december 2020: lot 2000428: (B)(4) items manufactured and released on 13-mar-2020. Expiration date: 2025-02-25. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any other similar reported event.

Event description:
Liner revision and washout performed 1 month after the primary surgery due to an infection (staphylococcus). The insert was exchanged for one of the same size.